Event description:
Customer reportedly obtained a result of 103 mg/dl on the aviva system while incoherent. The paramedics were called and approximately an hour later tested customer at 27 mg/dl on their device. Customer was given a glucose IV by the paramedics and transported to the hospital. While at the hospital, the customer tested 54 mg/dl on the hospital device and 97 mg/dl on the aviva system within 10 minutes. Customer was given food. Requested return of suspect system and replacement as sent.